Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Bottom part of brushhead fell off [device breakage]. No adverse event [no adverse event]. Case description: a male consumer of unspecified age reported that the bottom part of his oral-b dualaction or dual clean brushhead fell off while used with an oral-b rechargeable toothbrush, version unknown and now just the round part was remaining. He stated that he had been using the same brushhead for five or six years. No symptoms developed.